Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was unable to perform self-test and displacement test due to cracked and bleeding lcd glass. The insulin pump had broken battery tube threads.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that battery compartment was damaged. The device will be returned for analysis.